Event description:
Same case as #2134265-2009-01555. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. Additional information was received. The 60-70% stenosed target lesion was located in the proximal right coronary artery (rca). The physician attempted to pass a non-bsc guide wire in to the rca, however, it was pushing the guide catheter out. The take off of the rca was a difficult one in that it had a shepherd's crook takeoff. The guide catheter was exchanged. This was advanced to the ostium of the rca and a short non-bsc guide wire was advanced without difficulty down to the distal rca and into the posterior descending artery (pda). A 2.5x15mm maverick balloon was advanced to the area of stenosis and inflated to 14 atms for 35 seconds. Following deflation, angiography revealed a small area of dissection proximally. A 3.5x20mm taxus express2 drug eluting stent was deployed at the area of stenosis. The pt began experiencing chest discomfort and nausea. The stent was removed undeployed and angiography revealed a spiral dissection from the os down to the distal rca and into the posterior lateral branch (plb). The 3.5x20mm taxus express2 stent was reinserted and deployed at 14 atms for 20 seconds. Access was obtained through the left femoral vein and left femoral artery. A 3.5x32mm taxus express2 stent and a 3.5x12mm taxus express2 stent were placed overlapping, in an attempt to treat the dissection. At this point, angiography revealed no flow phenomena. Ic ntg and nipride were administered, however, there was the appearance of timi 1 flow. Next, a 3.0x24mm taxus express2 stent was advanced to the distal rca overlapping distally with the most distal placed stent. The pt blood pressure began to fall, dopamine was started. The non-bsc guide wire was exchanged and a 2.0x15mm maverick balloon was advanced over the guide wire. The guide wire was exchanged again and the physician attempted to place a second wire down the rca into the plb. The second wire was withdrawn after the physician experienced difficulty trying to advance it through the multiple stents. At this point, the dissection was extending in the plb but not involving the pda. A 2.75x32mm taxus express2 stent was placed overlapping distally with the most distal stent. The 2.0x15mm maverick balloon was advanced to the distal rca in an attempt to treat the plb. The guide wire was pulled back and an attempt was made to wire through the struts of the distal taxus express2 stent into the plb. The wire passed successfully into the plb, however, the balloon was unable to pass through. The balloon was exchanged for a 1.5x10mm non-bsc balloon, which was also unable to cross into the plb. The guide wire was removed from the plb and repositioned in the pda. A 3.0x9mm maverick balloon was used to post dilate the stents, starting with the most distal stent. A 1.5x9mm maverick balloon was then passed through the struts of the most distal stent into the plb. To ensure that they were in the true lumen, the guide wire was removed and dye was injected through the balloon. Angiography revealed, extensive dissection with no flow into the distal branch vessels. The maverick was pulled back to the bifurcation through the struts and inflated to 12 atms for 17 seconds twice. The pt began to experience hypotension and was given a 500cc fluid bolus. The 1.5mm maverick balloon was exchanged for a 4.0x20mm quantum maverick balloon which was positioned in the mid vessel and multiple inflations were made all the way back to the os up to a maximum of 16 atms. At this point, angiography revealed worsening of no reflow with timi 0-1 flow. Multiple does of high dose ic nipride were given with minimal improvement in flow. Adenosine was given. The pt then had ventricular fibrillation and was defibrillated back into sinus rhythm. IV amiodarone was started. A temporary pacemaker was placed emergently through the left femoral venous sheath. The pt was started on a non-rebreather face mask and started on a saline bolus and saline infusion. At the conclusion of the procedure, there was timi 1 flow in the rca. The angiomax drip was discontinued and the sheath was sutured into place. The pt was brought emergently to the ccu for further care and management. The patient was still experiencing severe chest pain with st elevation on the monitor. A hematoma was noted in the left groin. The pt had sustained a vascular complication of a spiral dissection to the rca and was experiencing an inferior wall mi. Integrilin was started and once the angiomax was metabolized, heparin would be started. Plavix and aspirin were continued and dopamine was to be weaned as blood pressure allowed. Amiodarone drip was continued. During the hospitalization, the complications included total organ failure, cardiac arrest, ventricular fibrillation, episodic atrial fibrillation/flutter, episodic ventricular tachycardia, renal failure requiring dialysis, respiratory failure requiring prolonged ventilation, hepatic failure, pancreatitis, malnutrition and swallowing abnormality with abdominal compartment syndrome requiring a laparotomy. Six weeks later, the pt was transferred to another facility for continued care. A tracheostomy was in place at that time. Additionally, it was reported that the pt "had a history of ventricular tachycardia and fibrillation and cardiac arrest and clearly needed an implantable defibrillator". The pt was seen by multiple physicians for cardiac arrhythmias, generalized deconditioning and wound management. The pt still had several episodes of irregular supraventricular tachycardia, atrial fibrillation/flutter and non sustained ventricular tachycardia. A barium swallow was done as the pt was reticent for peg tube placement. The pt was weaned from supplemental oxygen and the tracheostomy tube was removed. A defibrillator was implanted and the pt's wounds were healing. The pt did have drainage from the right chest at the site of a prior chest tube insertion. It was unclear as to where this was coming from, but it appeared to be a transudate. He was cultured and this fluid grew coagulase positive staph, which was felt to represent wound contamination as this fluid was collected on the surface of the skin. The fluid initially was very significant amount, but it slowly resolved and ultimately the drainage ceased completely. The pt final diagnoses included thoracic aortic aneurysm, status post repair of abdominal aortic aneurysm, status post dissection of the right coronary artery with resultant massive inferolateral myocardial infarction and left ventricular infarction, status post cardiac arrest with successful resuscitation, ventricular fibrillation, episodic ventricular tachycardia and atrial fibrillation/flutter, status post renal failure and respiratory failure, swallowing dysfunction with aspiration, malnutrition, multiple opened wounds, including the lower abdomen in the midline and the left groin, status post pancreatitis, status post hepatic failure, generalized deconditioning, status post insertion of defibrillator and anxiety-situational. The pt was transferred to the comprehensive inpatient rehab services under the care of another physician. The pt's albumin increased from a low of 1.6-2.3 and his renal function remained stable and normal. At the time of discharge, the pt was improving in physical therapy with plans for continued physical therapy.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.